Event description:
It was reported during use on a patient, the cardiosave intra-aortic balloon pump (iabp) helium catheter had blood flowing back towards the front. No patient harm was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the pim module and observed blood contamination in the helium input and safety disk and observed no blood contamination in the drive assembly frame. The fse replaced the pim module and corrected the failure. The unit failed the drive leak test. To fix the issue, the fse isolated the leak to the defective drive assembly due to blood contamination in drive assembly and installed the new drive assembly, which corrected the leak failure on stage #1. The iabp was able to pass all the leak tests, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).